Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation summary: representative sample was received for evaluation. It was visually and functionally examined. The sample was opened and the swage and attachment area were as expected. No needle breakage was noted. The suture was dispensed without problems and examined along of the strands and no defects or damage were observed. The needle was tested by resistance to needle and wire folding and the needles met the requirements. Per the condition of the sample received, no performance - breakage needle was observed. Additional information was requested and the following was obtained: were any measures taken to retrieve the broken piece? If so: was there any additional tissue damage as a result of searching for the needle piece? The surgeon had to make a larger cut at the area of the brakeage. Were x-rays taken to locate the needle piece(s)? No. If a piece of the needle remain in the patient¿s tissue, what tissue structure is it located? Preperitoneal space (not in abdominal cavity) . If retained, what is the surgeon's opinion of consequences to the patient? The patient can get back to normal activity. What in the physicians opinion are the factors contributing to the event? Not known.

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy procedure on (B)(6) 2018 and suture was used to close the trocar site. The needle broke during use. A larger incision was made to locate the needle in the preperitoneal space. The needle was removed. The patient is reported as fine and additional information was requested.